Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Misassembled hoop spring. The analysis results of the mcl20 found that the instrument was received non-functional. During functional testing the clips would not feed into the jaws upon firing and the antibackup feature was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled and the hoop spring was found to be out of position thus, the handle would not return to open position to feed the clips. However we could not be determined what may cause the condition found. The batch record was reviewed and no anomalies were noted during the manufacturing process.